Manufacturer narrative:
The reported complaints of user advisory - ua 02 (compression tracking error) and ua 12 (lifeband not present) error messages on the autopulse platform ((B)(4)) were confirmed during archive data review. Error ua 12 was observed during functional test but not error ua 02. It was determined that the root cause of error ua 02 was due to defective load cells and the root cause of error ua 12 was due to misaligned belt clip switch. To remedy these issues, for error ua 12, the ap platform's belt clip switch was re-aligned, and for error ua 2, the faulty load cells were replaced. The ap platform was tested and as expected, it passed all functional tests and ready for clinical use. During visual inspection, a large crack in the top cover, a damaged battery compartment, a bent battery lock and both missing head restraints were observed. These types of physical damages/missing on the ap platform can occur due to normal wear and tear. The autopulse platform is a reusable device and was manufactured in october 2010. The device has been operating for nearly 8 years and has exceeded its expected serviceable life of 5 years. The damaged parts and missing parts identified have been replaced. These issues were not attributed to the reported complaint. Initial functional testing could not be performed due to error message ua 12 (not at "home" position after power-on/restart) displayed upon ap platform power on. During archive data review, error messages ua 02 (compression tracking error) and ua 12 (lifeband not present) were identified multiple times. Thus, confirming the reported complaints. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse serial number (B)(4).

Event description:
As reported, during patient use with cardiac arrest, the user's autopulse platform ((B)(4)) displayed user advisory - ua 02 (compression tracking error) and ua 12 (lifeband not present) error messages. Another ap platform was used to continue with compression. No known impact or consequence to patient.